Manufacturer narrative:
It was determined the device was placed at the customer's site in (B)(6) 2006 and was used without maintenance support. The field service representative, upon arrival, found the device "dusty". No problems with voltage were found. It was noted the power supply on this device was an older version of power supply. A new version is now available. After replacing the power supply with the new version, the instrument was running according to specifications. Additional information provided demonstrated the power supply had not been cleaned and the fans had not been replaced per recommendations. Excessive dust inside the power supply can lead to overheating, and subsequently melting of parts. The smoke was due to heat damage on the planar winding pcb. There was no imminent danger of fire on this failure mode. All parts and plastics are ul rated accordingly. No adverse event was reported.

Event description:
The customer experienced a burning smell coming from the integra 400 analyzer. The engineer visited the site and found the power supply for the analyzer was burnt. The power supply was replaced. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).